Event description:
This is a spontaneous report by a consumer from (B)(6) of internal abdominal adhesion and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was diagnosed with an internal abdominal adhesion. On (B)(6) 2010, the patient was diagnosed with peritonitis, manifested by abdominal pain and cloudy effluent. On (B)(6) 2010, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment with cefazolin, intravenously, (IV). Outcome for the events was unknown. It was not reported whether pd therapy continued.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.